Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely the suggested event was caused by the following: a) corrosion was developed by residual chemical agents in the gap at the distal end, and then the product might have been generated and detected as foreign material. B) user¿s reprocessing around the forceps elevator after procedure was insufficient. C) the user did not reprocess the device immediately after procedure, and it resulted in drying and solidifying of the foreign material adhered to the forceps elevator. A definitive root cause cannot be identified. Method of brushing around forceps elevator is indicated in the following section in the instructions for use (IFU) (reprocessing manual) "5.5 manually cleaning the endoscope and accessories: brush the forceps elevator and the forceps elevator recess, brush the distal end and the distal ring of the endoscope" the following description is included in IFU (reprocessing manual). "5.3 precleaning the endoscope and accessories: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
At the olympus service center, the customer¿s issue was confirmed. The insertion part/distal end/forceps raiser was defective and had foreign material. The light guide cover glasses insertion part/distal end was light. The light guide cover lens was chipped and had discoloration. The charged-couple device cover lens glue was clouded white. The bending section cover glue was chipped, and the bending section cover had sunken folds. The angulation system/bending tube had movement. The following replacements were recommended; scratched distal end cap, connecting tube with coating peeling off, control unit with scratched grip unit, scope body and scope cover, scratched switch box unit, universal cord, scope connector cover, and connector plug unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the forceps lever on the evis exera iii duodenovideoscope was defective. The defect was detected when the device was to be used and was checked again before the start of the examination/procedure. No patient harm reported. During the evaluation of the device, it was noted there was foreign material on the groove or gap of the distal end/forceps raiser due to insufficient cleaning (handling problems). No patient involvement reported. This report is to capture the reportable malfunction of foreign material on the groove or gap of the distal end/forceps raiser due to insufficient cleaning (handling problems) noted at estimation.